Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the patient noticed the drainage catheter was leaking on the hub even with the mac-loc properly closed. As a result, the catheter was removed and replaced with another device. According to the initial reporter, "the leakage was on the hub, not in front of it or at the connecting part but just directly where the wire and the closing device of the hub are".